Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 64mm diameter abdominal aortic aneurysm. It was reported that a year post index, a CT identified a type ia endoleak and migration of the endurant bifur (5-6mm) down from the renal artery. The patient received an aortic cuff, to seal the endoleak and the event was resolved. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported, and the patient is fine.